Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high impedance, high short interval counts (sic), and oversensing noise leading to delivery of inappropriate therapy. A lead fracture is suspected. The rv lead was removed and replaced. The bi-v implantable cardioverter defibrillator (ICD) shows at recommended replacement time (rrt) voltage, but has not yet triggered elective replacement indicator (eri). Unexpected longevity potentially linked to multiple shocks over the life of the device and the rv lead issues. The device was removed and replaced/downgraded to a dual chamber ICD. The left ventricular (lv) lead became dislodged while explanting the rv lead. The lead was removed and not replaced due to the device downgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: d334trg, bi-v ICD; implant: (B)(6) 2012; model: 6996sq58, defib sub-q coil; implant: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.